Event description:
It was reported that during an interventional procedure, resistance was met during advancement of the asahi confianza guide wire in the totally occluded renal artery. The guide wire was removed from the body and it was noticed that the guide wire was "splintered", clarified as unravelled. The guide wire was in one piece. There was no adverse pt effect. Though requested, no additional info could be provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided. A follow-up report will be submitted with all additional relevant info.